Event description:
Related to MFR report # 2183959-2012-02401, 02402. "On (B)(6) 2009," an elevate anterior and apical system with intepro lite was implanted to treat her vaginal vault prolapse." Plaintiff's attorney has alleged "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and had undergone medical treatment, corrective surgery and hospitalization, and other damages. Also alleged, plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.